Event description:
It was reported that during the procedure there were no product issues; however, the patient was combative and schizophrenic during the procedure. As the patient was being moved from the operating table to the stretcher to be taken to the recovery room, the patient reached down and pulled the sheath out of their groin. The patient had a cranial bleed and had to be taken to have an emergency CT scan.